Event description:
Approx 20 tubes broke during centrifugation. Others broke, further, while trying to remove cap, resulting in a tech cutting tech's finger. First aid was administered, body fluids are unknown to be infectious.